Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had high blood glucose due to his insulin pump under delivered. He stated that he is only getting partial his insulin, because his blood glucose has not come down very much. Nothing further was reported.